Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. High voltage therapy was disabled during the backup vvi operation. It was noted that the patient underwent an MRI scan few days earlier without programming the device to MRI settings. Programming changes were made to reactivate the device. The patient was stable.